Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: there were nine samples only five was returned, seeking further information on the other four. Date of explant: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "the surgeons were doing a laparoscopic bowel surgery and didn't notice immediately that the tip had snapped off so it could have been anywhere in the lower abdomen where they were operating". All med watch submissions related to this report are: 9610612-2018-00342, 9610612-2018-00344, 9610612-2018-00345, 9610612-2018-00346.